Event description:
During a remote follow up, episodes of post paced t wave oversensing were observed on the device. Reprogramming is anticipated but has not yet been performed. The patient was stable and will continue being monitored.